Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 shelf packs of syringes 0.3 ml 31 ga 6 mm bls 500 la and 1 blister pack were found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "damaged shelf packs and damaged blister out of shelf pack in closed collective box."

Manufacturer narrative:
H.6. Investigation: customer returned photos of shelf cartons 3/10cc, 6mm, 31g syringes. Customer also returned a photo of 1cc syringes which will be investigated under complaint (B)(4). Customer states that the shelf pack is damaged. The attached photo that pertains to this complaint was examined and exhibited crushed shelf cartons. A review of the device history record was completed for batch# 8316873. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Process summary: the full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. The cartons are then conveyed to the case pack. Once five cartons are in position, a shipper case is erected and the five cartons are shuttled into the erected case. The case is then taped closed and conveyed to be labelled and hand palletized. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing that pertained to this defect. A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 4 shelf packs of syringes 0.3ml 31ga 6mm bls 500 la and 1 blister pack were found damaged before use. The following information was provided by the initial reporter, translated from spanish to english: "damaged shelfpacks and damaged blister out of shelfpack in closed collective box."